Event description:
It was reported by the customer that the picture disappeared while performing a white balance at the beginning of surgery . Further the customer reports that the camera has been used for six months and a competitor camera was used to complete the surgery.

Event description:
It was reported by the customer that the picture disappeared while performing a white balance at the beginning of surgery . Further the customer reports that the camera has been used for six months and a competitor camera was used to complete the surgery.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Some scratches and small dents were found during visual inspection of the camera head. The soaker cap does not have any physical damage. The cable failed the functional tests. Interference, flickering, and color changes were observed during testing, the cable on the camera head is intermittent causing noise and flickering when it is moved. The cable has an internal short causing the picture to flicker intermittently and show color changes. Based on previous complaints, this failure occurs when the cable is bent with excessive force such as a video cart running its wheels over the cable. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.